Manufacturer narrative:
The device was not returned for evaluation. Information from the customer stated that following the reported event, the autopulse platform (sn (B)(4)) was further tested in a training environment at the station and no functional issue was observed, the platform functioned as intended. It was also stated that the users will be undergoing further training to properly operate and troubleshoot the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with serial number (B)(4). The autopulse platform is a reusable device and was manufactured on 06 may 2014.

Event description:
It was reported that the emergency crew responded to a patient in cardiac arrest and the autopulse platform (sn (B)(4)) was deployed without issues. During patient use, the platform displayed a user advisory (ua) 42 (force overload tripped) error message. Following this, the emergency crew immediately performed manual CPR on the patient for an unspecified amount of time and the patient was able to achieve a return of spontaneous circulation. No known patient consequence was reported. The length of time the platform was in use prior to the observed ua 42 error message was not provided. The reporter stated that no troubleshooting measures were performed by the emergency crew to clear the observed ua 42 error message. Additional information provided by the assistant chief stated that the platform was further tested at the station in a training environment and found no issues. The report of ua 42 error message was not able to be reproduced. It was determined that the emergency crew will undergo further training to properly operate the platform and perform troubleshooting. No further information was provided.